Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic assisted colectomy, the device tore at the bottom near the ring while inserting into pt. There was no pt consequence.